Event description:
The company was made aware of legal action being taken by a charitie artificial disc patient. Patient was implanted with charite disc in 2006 at l4/5. Patient reports having continued pain. As a poor outcome was reported an MDR is being filed to document this event.

Manufacturer narrative:
Little information is known at this time. No definitive conclusions can be made. At this time no connection can be made between the event and any shortcomings of the device or information provided with the device.